Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 is not heating up. No patient adverse events reported.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Filled reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.